Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with corneal abrasion on right (od) eye at a 4 week post-operative exam. A brief description from the surgery center discovered the corneal abrasion at 3 week post lasik exam with abrasion size on od of 4 millimeter (mm) x2mm inferior. The patient indicated there was no trauma and had pain upon awakening. A bandage contact lens was placed on the od. In addition, ciprofloxin (antibiotic) was used to treat the abrasion. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.00 x -.25 x 110; left eye pre-op 20/20 -1.00 x -.25 x 65.